Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a knee procedure, the surgeon had inserted the passing pin through femoral aimer and the distal tip broke off inside femoral condyle. The broken piece was successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the passing pin confirmed the reported breakage. The passing pin is bent roughly 1.250 inches from the tip. A major area of abrasion is located proximal to the break area. The bending of the passing pin likely caused it to come in contact with the guide during placement causing the breakage. Dimensional assessment found the device met print specifications. After the evaluation the root cause for the reported issue was determined to be user error.